Event description:
The pt is reportedly experiencing significant articulation difficulties. Testing of the pt's device shows that there are open electrodes. Revision surgery to explant the device is being discussed. Once more info becomes available, advanced bionics will submit a supplemental report.